Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the right atrial lead and right ventricular lead both exhibited failure to capture. During the procedure, when trying to release the electrodes from the generator, the wrench turned falsely and did not let go. The doctor even tried to break the screw to loosen it, but he couldn't either. So as the electrodes had fallen and would need to be repositioned. He pulled and removed the system completely. And preferred to replace it with a new system. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.